Manufacturer narrative:
(B)(4). Date sent: 7/20/2023. D4: batch #: 117c30. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the psee45a device was returned outside its original package and no packaging was returned for analysis. Due to the condition of no packaging returned for analysis, no visually inspected could be performed to evaluate the incident reported. It could not be determined what may have caused the reported event. In addition, the device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event could not be confirmed as no packaging was returned for analysis and the device performed as expected. A manufacturing record evaluation was performed for the finished device batch number 117c30, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device lot number x9623x, and no non-conformances were identified

Event description:
It was reported that during the surgery, before used on the patient, noted the packing was damaged. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.